Event description:
It was reported that the defibrillator discriminator withheld therapy for the atrial arrhythmia. As the arrhythmia continued the device inappropriately gave the therapy which accelerated the rhythm, requiring a shock. The defibrillation did not give enough diagnostic data to determine why therapy had stopped. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies found from the analysis of the data.